Event description:
It was reported by the customer that a pyxis medstation es system device patient profile information is not current. The customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the dropping connections at interment times. A technical support specialist changed the network speed and resynced to resolve this issue. The system functioned as intended after technical support specialist troubleshooted the device.